Event description:
The operator of a dimension exl instrument stated that results for patient samples tested for paracetamol were incorrectly displayed on the centralink data management system. The discordant results were reported to the physician(s), who questioned some of the results. Some patients were treated due to discordant results. The samples were repeated on an unknown instrument, resulting as expected and corrected reports were sent to the physician(s). It is unknown if there were any reports of adverse health consequences due to the discordant paracetamol results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer stated that samples analyzed on a dimension exl instrument connected to centralink data management system had incorrectly reported lactate dehydrogenase (ldh) as paracetamol (pct) results. In an investigation conducted by the customer, it was discovered that one rule was incorrectly copied by the laboratory and the target test was not changed from the previous ldh test to pct. Siemens is investigating this issue.